Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens specialist investigated the issue and determined that the observed result difference is limited to one single patient sample. The discrepancy is most likely caused by a sample specific characteristic. Complaints were not received for other patient results or quality control (qc) results. This is a single occurrence. Customer is operational. No assay related product non-conformance was identified. The reagent and instrument are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low n latex flc (free light chain) kappa and a discordant, falsely high n latex flc lambda result was obtained on a patient sample on a behring nephelometer ii (bn ii) system. The discordant results were reported to the physician(s), who questioned the results. The sample was retested using an alternate method yielding a higher result for flc kappa and a lower result for flc lambda. These results were reported as correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low n latex flc kappa and discordant, falsely high n latex flc lambda results.